Event description:
The manufacturer received information alleging a ventilator was failing calibration. There was no harm or injury reported. During the evaluation of the device at a third party service center, the technician observed the machine flow sensor and fio2 tubing filter were obstructed with dust. The device's machine flow sensor and fio2 tubing filter were cleaned to address the issue.